Event description:
Customer allegedly received the following results on the aviva meter within 10 minutes: 272 mg/dl, 132 mg/dl, and 309 mg/dl. No adverse event reported. No actions taken based upon meter results. Requested return of suspect device and strips, and replacement was sent.